Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had discomfort and was feeling "bad." It was found the implantable pulse generator (ipg) experienced an electrical reset. The reset was cleared and the device remains in use. No further patient complications have been reported as a result of this event.